Event description:
It was reported that during an upgrade procedure while opening the pocket the implantable pulse generator (ipg) stopped pacing. The leads were then connected to a programmer and the ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.